Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring urinary incontinence. During a surgical procedure, urethral atrophy was identified. The cuff was intact, and no device issue was observed; however, the cuff size was too large. The 6.0 cm cuff was removed and replaced with a 4.5 cm cuff. No additional patient complications were reported.